Event description:
Patient called in to report two cassettes used from (B)(6) were faulty. Each pump gave "no disposable clamp" alarm, which resulted in patient having to mix doses manually using her ekit. Patient was able to resume therapy without issue. Pharmacy will replace emergency kit items used. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.